Event description:
Overdelivery reported. The pump was set to infuse an unspecified concentration of heparin at 22ml/h with a volume to be infused of 475ml. A nurse reports that the device alarmed and that heparin had infused too quickly. When received in the biomedical engineering department the device was set up for an infusion rate of 475ml/h with a volume to be infused of 22ml. The patient received only 22ml as the device stopped and alarmed when the pump reached the volume to be infused. The patient did not experience any adverse effects. He was status post cardiac catheterization and did not experience any oozing/bleeding or hematoma at the insertion site. No additional information was available.